Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen appeared to be "skipping" between each display. The customer's blood glucose level was not impacted. Reportedly, the pump is still functional.